Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient was admitted with degenerative l4-5 disk with discogenic low back pain and central disk herniation with intermittent radiculopathy and l4-5 hypermobility. Patient underwent anterior lumbar interbody fusion l4-5 via an extreme lateral approach and posterior instrumentation l4-5. Nuvasive interbody cage, rhbmp-2/acs and medtronic posterior instrumentation were used. On (B)(6) 2006, x-rays indicated ¿fixation device between l5 and s1. It should be noted that there is lumbarization of the s1 vertebral body. Incidentally noted are findings suggestive of ileus.¿ post-op, the patient¿s left leg ¿was feeling heavy due to the psoas dissection intraoperatively, but he was otherwise neurologically intact. The patient was seen by physical therapy and cleared to go home and continue with physical therapy.¿ patient was discharged on (B)(6) 2006 it was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.